Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Additionally, it was reported that the wake button was delayed in responding to touch. Customer's blood glucose level was 155 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.